Event description:
Event description boston scientific received information that this ventricular lead was exhibiting loss of capture, impedances greater than 2500 ohms, and a fracture was noted below the clavicle on x-ray. Additionally, it was noted that the patient was involved in an automobile accident in the past. The lead was removed, succesfully replaced, and returned for analysis.